Event description:
It was reported that the vapr coolpulse90 electrode device had an unspecified malfunction. During an in house engineering evaluation it was found that the device would not coagulate. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes out of its original package. The device was connected to the test generator and the device was immediately detected, however the device did not respond when activation on ablation and coagulation functions. The device will be sent the manufacturer for further analysis. Manufacturing investigation results for vapr coolpulse90 electrode: the device was not returned in its original packaging. The tip is in used condition, some residue around the active tip. Handle is in good condition. Cable and plug are in good condition. Residue visible in suction tube. Electrical checks: the device failed the return continuity and primary capacitance. Functional check. The device failed the activation mode for ablation and coagulation. From our investigation we were able to confirm a fault the returned complaint device substantiating the customer reported event the device is defective. During the atl UK product evaluation the device was found to fail both electrical and functional testing. With the electrode handle taken apart a poor connection of return clip to the return shaft was observed due to an incorrect orientation fitment of the return clip. The defect seen can be attributed to a manufacturing fault (human error) ¿ caused by an incorrect orientation of the return clip. This is a known failure mode with the cause of potential failure being operator error resulting in an electrical failure. The overall complaint was confirmed as the observed condition of the vapr coolpulse90 electrode would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to manufacturing. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device and no non-conformances were identified.